Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported failure was confirmed. On start up, error m-02-3 displayed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user attempted to activate monopolar energy on the erbe, but no energy was delivered. The user received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Before calling in, the user replaced the energy cord and instrument, reseated the sterile adapter, and power cycled the erbe with no change. The tse confirmed that the ground pad icon was illuminated green as expected, the instrument arm pod did recognize the instrument, and the energy settings were also present in log. A system log review confirmed the occurrence of errors c-82, 2-71, and m-02. The user tried a third energy cord and rebooted the erbe per the tse's suggestion with no change. The user declined to power cycle the system. The user did not have a force triad backup generator or another available vision cart and informed tse that the surgeon had elected to convert to laparoscopic surgery to complete to case. There was no reported injury,